Event description:
It was reported the implantable neurostimulator (ins) moved up and down. It was unknown how long this was happening. Additional information was requested but was not available as of the date of the report.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient needed to have the ins taken out because it moved around in the pocket a lot, caused more pain than it was worth, and caused back pain. It was noted that when this happened previously a healthcare professional (hcp) fixed it and moved it back farther over in the patient's back. The hcp tried to sew it in place but it hasn't worked since then. It was noted that this occurred over two years prior to (B)(6) 2016. The patient did not have a current hcp.